Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 170h, an external fluid leak was observed from the header. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. The device was not returned for evaluation; however, two photographs were provided for evaluation. Photo one shows the product during treatment. There is a finger visible with a waterdrop touching the header area. As the photo is not very clear, it can't be determined where the drop originates from. Photo two shows the product label. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.